Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one symplicity spyral catheter was used to treat the renal arteries. Post procedure the patient presented with severe lower abdominal pain with guarding and rigidity. A CT of the abdomen and pelvis was performed. There was concern of a pseudoaneurysm in the left renal artery in the superior bifurcation on the CT as a new small outpouching was observed from the left superior renal artery. The patient was transferred to hospital due to the suspected pseudo-aneurysm formation within the superior branch of the left renal artery approximately 20mm beyond its origin. A repeat computed tomography arterial portography (ctap) showed no evidence of left renal artery pseudoaneurysm. The severe abdominal pain significantly improved with pain killers. The patient was later discharged home. The event resolved.

Manufacturer narrative:
Additional information: approximately 3 days post procedure the patient suffered from the adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.